Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with vancomycin (2g, intraperitoneal, twice per week, discontinued after 19 days), cipro (500mg, oral, twice a day) and nystatin suspension swish and swallow (5ml, four times daily) for peritonitis. Patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.